Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 81-year-old male patient presenting for elective placement. During impella support, it was noted that the patient developed an access site bleed coinciding with a hematoma following removal of the peel-away sheath and placement of the repo-sheath. A femoral exploration identified that the bleeding was coming from around the repositioning sheath at the arteriotomy. A purse string suture was subsequently placed on the vessel to achieve hemostasis. Patient support continued following the event.